Manufacturer narrative:
.

Event description:
Additional information was received that the event reported was not related to vns.

Event description:
It was reported that the patient had to be care flighted to the hospital after experiencing todd's paralysis which is characterized by many seizures occurring back to back causing some kind of paralysis or sensation of paralysis. It was reported that the patient currently admitted in the hospital as an in-patient. The relationship of the event to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.